Manufacturer narrative:
Section b5: additional information. Section g3: correction. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pump was not explanted. No product will be returning.

Event description:
It was reported that the cause of death and details leading up death were unknown. The patient was at home and was last known to be well before going to bed the night before.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of full battery depletion; however, it was reported that the cause of death was unknown. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The submitted log files contained data from on (B)(6) 2020. The device was connected to external 14 volt (v) batteries on (B)(6) 2020, which eventually depleted to activate low power advisory / hazard alarms. Upon depletion of the 14v batteries, the controller's backup battery began properly powering the system until it also depleted. The device was eventually connected to fully charged 14v batteries, and the pump resumed operation at the set speed without issue until the driveline was finally disconnected. Of note, the controller periodic log file captured multiple nights that the device was connected to 14 volt (v) batteries; it appeared that the patient was regularly sleeping on battery power. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient ultimately expired on (B)(6) 2020, and it was reported that heartmate 3 lvas, serial number: (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas. The IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mobile power unit (mpu) during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was found down at home with dead batteries, all equipment was working on arrival, but the patient had passed away. Log file analysis observed the batteries ran down causing the external backup battery (ebb) to run the pump. The event log file started after the periodic had ended and showed there was an intentional pump stop at the start of the log file. The ebb was totally drained causing the date and time to reset to default date and time of 1/1/2000 and 0:00:00. After starting back up, the patient showed low flows with high pi (pulsatility index) readings up until the patient passed away.